Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found no issues with the device. The balloon and tip sections of the device were visually and microscopically examined and no damages were noted. The first distal stent row appeared to be slightly opened. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. No other issues were noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and highly calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a maverick balloon catheter. A 2.25x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and another 2.25x20mm promus element¿ plus drug-eluting stent was advanced but still failed to cross. Dilatation was performed again at a high pressure and finally the lesion was stented with another of the same device followed by post dilatation. The procedure was completed. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.